Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation below the nominal pressure, the balloon ruptured. The device was completely removed from the patient's body as a whole all together and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen and the balloon. Microscopic examination revealed that the balloon has a 8mm longitudinal tear starting 6mm from the proximal markerband. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.25mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation below the nominal pressure, the balloon ruptured. The device was completely removed from the patient's body as a whole all together and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.